Event description:
The pt's mother reported that, the pt has been advised by physician to administer oral baclofen. Mother reports possible withdrawal symptoms/catheter complications. A follow-up report will be sent if add'l info becomes available to us.